Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged broken and migrated catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch off, flexural fatigue, and damaged during implantation; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s).

Event description:
It was reported that during the second chemotherapy session, there was alleged migration of the port catheter to the left chest. It was further reported that the device was removed and a new port catheter was used to complete the procedure. The patient status is unknown post removal procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: received one MRI plastic port with no catheter for evaluation. Visual inspection noted a slight curve to the port stem and minor tool damage along the length of the port stem. As no catheter was received a subcutaneous break cannot be confirmed, therefore, the investigation will remain inconclusive for the reported subcutaneous break with embolism. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch off, flexural fatigue, and damaged during implantation; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during the second chemotherapy session, there was alleged migration of the port catheter to the left chest. It was further reported that the device was removed and a new port catheter was used to complete the procedure. The patient status is unknown post removal procedure.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during the second chemotherapy session, there was alleged extravasation and migration of the port catheter to the femoral vein. It as further reported that another port catheter was used to complete the procedure. The patient status is unknown.